Event description:
Info received indicates the bed alarm is not sending a nurse call.

Manufacturer narrative:
The tech found a pin was broken in the connector of the communication cable. He replaced the communication cable to repair the bed.